Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when he checked he driveline he noticed specks of blood at bifurcation site, quick connect, and at adapter that plugged into iabp and attempted to clean outside of tubing but specks were on inside. We discussed this meant a rupture had occurred and the causes of a rupture. He noted this balloon had been in for 9 days". The iab is planned to be removed. No patient harm or injury. The patient status is reported as "fine".